Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to inform us that she had received emergency medical treatment for low blood glucose levels on at her home on (B)(6) and in the hospital on (B)(6) . The customer states that she ran out of sensors and wasn't able to get anymore so the pump wasn't able to shut itself off when she experienced a low blood glucose level. She also states that the reason she went low was because she didn't have enough food with her. Her blood glucose at the time of the event is unknown. No further information was reported.